Event description:
Affiliate reported that the blade broke when the surgeon was shaping it. There were no adverse consequences, but a surgical delay was reported while another blade needed to be used.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated to reclassify the event in the medwatch from malfunction to serious injury.

Event description:
The blade get broken when the surgeon was shaping it. No clinical consequence . Another blade was used. On (B)(6) hospital confirmed that there was a delay greater than 30 minutes. The incident has not been reported by the hospital to the (B)(6). In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated to reclassify the event in the medwatch from malfunction to serious injury.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available.